Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 525 mg/dl. Customer treated high blood glucose with bolus and manual injection, however hid blood glucose did not go down. Customer declined troubleshooting for the high blood glucose. Did displacement test, which was passed. Customer declined to perform high pressure test. The insulin pump will not be returned for analysis.